Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the sleeve of the probe came off during a procedure. The product was replaced and procedure completed with no patient harm.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of sleeve came off during surgery; therefore, the condition of the product could not be verified. Photos of the product and pak label are attached to the parent file and have been reviewed by the manufacturing site. The photo of the product confirms that the needle assembly has pulled out of the needle holder. The photo of the pak label shows product and lot information that matches what was reported. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site, however, the attached customer product photo confirms the reported issue of sleeve came off during surgery. The exact root cause of the component detachment cannot be determined. An internal investigation has been initiated in order to investigate the component separation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).